Event description:
Philips received a complaint reporting the v60 ventilator displayed an error message: machine and proximal pressure sensors failed error (code 1007). The issue was identified by a philips field service engineer during a service evaluation for an unrelated issue documented in a separate complaint record. It is unknown if the device was in clinical use when the error occurred. There was no report of harm. The field service engineer evaluated the device and replaced the da pcba to mc pcba cable as recommended in the service manual. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: reporting institution phone number - (B)(6). Reporter phone number -(B)(6).